Manufacturer narrative:
The device was returned and evaluated as part of the asset return process, and it was found that the device had a power problem (would not start up even if the power was turned on). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The visera elite iii video system center device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the device did not start up even if the power was turned on. There was no procedural or patient involvement in this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This is a supplemental report to correct the follow-up report. The follow-up report stated that the device evaluation found that the power lamp was lit, but the touch panel did not light up. Also, the indicator lamp did not light when connected to the usb (universal serial bus) port. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This report is being supplemented to provide correction information based on the updated device evaluation: the device was returned and evaluated as part of the asset return process, and it was found that the power lamp was lit, but the touch panel did not light up. Also, the indicator lamp did not light when connected to the usb (universal serial bus) port. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. H6/component codes were also updated to 901 (panel) and 4749 (light source); this update is to align with the corrected information provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the touch panel did not light up and the lamp did not turn on when the usb was connected due to a failure of the printed circuit board (mc board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.